Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(6)) on (B)(6)2015. The most recent information was received on (B)(6)2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the essure coils migrated') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 and migraine. Concomitant products included diazepam (valium) since (B)(6)2013 for procedural pain. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), complication of device insertion ("my left side did not take it, so they had to redo on my left side"), procedural pain ("that alone was very painful"), dysmenorrhoea ("painful worst period, my periods are nightmare"), menstruation irregular ("never started my first period until (B)(6)2014, my period is never predictable and I miss months"), amenorrhoea ("never started my first period until (B)(6)2014, my period is never predictable and I miss months"), abdominal distension ("belly swells up like im pregnant"), abdominal pain ("severe pain on my left side and below where it hurts"), back pain ("back hurts"), migraine ("more migraines"), decreased appetite ("hard for me to eat"), pain ("live in pain, body axches, felt piercing outside my body like a knife at times"), mood altered ("too moody"), mood swings ("mood swings") and genital haemorrhage ("abnormal bleeding"). Essure was removed. At the time of the report, the device dislocation, dysmenorrhoea, menstruation irregular, amenorrhoea, abdominal distension, abdominal pain, back pain, migraine, decreased appetite, pain, mood altered and mood swings had not resolved and the complication of device insertion, procedural pain and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, amenorrhoea, back pain, complication of device insertion, decreased appetite, device dislocation, dysmenorrhoea, genital haemorrhage, menstruation irregular, migraine, mood altered, mood swings, pain and procedural pain to be related to essure. The reporter commented: patient was 35 years old at the time of reporting. She sought treatment for her symptoms, but her treating physicians were unable to resolve her symptoms. As per previous information, on (B)(6)2013, the patient experienced complication of device insertion, in (B)(6)2014, she experienced amenorrhoea and in (B)(6)2014, she experienced dysmenorrhea (prior to essure insertion date). Diagnostic results: diagnostic testing done on (B)(6)2015, showed that one of the essure coils migrated. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event abnormal bleeding added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4). On (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the essure coils migrated') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 and migraine. Concomitant products included diazepam (valium) since (B)(6) 2013, for procedural pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), complication of device insertion ("my left side did not take it, so they had to redo on my left side"), procedural pain ("that alone was very painful"), dysmenorrhoea ("painful worst period, my periods are nightmare"), menstruation irregular ("never started my first period until (B)(6) of 2014, my period is never predictable and I miss months"), amenorrhoea ("never started my first period until (B)(6) of 2014, my period is never predictable and I miss months"), abdominal distension ("belly swells up like im pregnant"), abdominal pain ("severe pain on my left side and below where it hurts"), back pain ("back hurts"), migraine ("more migraines"), decreased appetite ("hard for me to eat"), pain ("live in pain, body axches, felt piercing outside my body like a knife at times"), mood altered ("too moody"), mood swings ("mood swings") and genital haemorrhage ("abnormal bleeding"). Essure was removed. At the time of the report, the device dislocation, dysmenorrhoea, menstruation irregular, amenorrhoea, abdominal distension, abdominal pain, back pain, migraine, decreased appetite, pain, mood altered and mood swings had not resolved and the complication of device insertion, procedural pain and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, amenorrhoea, back pain, complication of device insertion, decreased appetite, device dislocation, dysmenorrhoea, genital haemorrhage, menstruation irregular, migraine, mood altered, mood swings, pain and procedural pain to be related to essure. The reporter commented: patient was 35 years old at the time of reporting. She sought treatment for her symptoms, but her treating physicians were unable to resolve her symptoms. As per previous information, on (B)(6) 2013, the patient experienced complication of device insertion, in (B)(6) of 2014, she experienced amenorrhoea and in (B)(6) of 2014, she experienced dysmenorrhea (prior to essure insertion date). Diagnostic results: diagnostic testing done on (B)(6) 2015, showed that one of the essure coils migrated. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 21-oct-2015. The most recent information was received on 14-oct-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the essure coils migrated') in an adult female patient who had essure (batch no. A78085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 and migraine. Concomitant products included diazepam (valium) since (B)(6) 2013 for procedural pain as well as medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), complication of device insertion ("my left side did not take it, so they had to redo on my left side"), procedural pain ("that alone was very painful"), dysmenorrhoea ("painful worst period, my periods are nightmare"), menstruation irregular ("never started my first period until (B)(6) 2014, my period is never predictable and I miss months"), amenorrhoea ("never started my first period until (B)(6) 2014, my period is never predictable and I miss months"), abdominal distension ("belly swells up like im pregnant"), abdominal pain ("severe pain on my left side and below where it hurts"), back pain ("back hurts"), migraine ("more migraines"), decreased appetite ("hard for me to eat"), pain ("live in pain, body axches, felt piercing outside my body like a knife at times"), mood altered ("too moody"), mood swings ("mood swings") and genital haemorrhage ("abnormal bleeding"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, menstruation irregular, amenorrhoea, abdominal distension, abdominal pain, back pain, migraine, decreased appetite, pain, mood altered and mood swings had not resolved and the complication of device insertion, procedural pain and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, amenorrhoea, back pain, complication of device insertion, decreased appetite, device dislocation, dysmenorrhoea, genital haemorrhage, menstruation irregular, migraine, mood altered, mood swings, pain and procedural pain to be related to essure. The reporter commented: patient was 35 years old at the time of reporting. She sought treatment for her symptoms, but her treating physicians were unable to resolve her symptoms. As per previous information, on (B)(6) 2013, the patient experienced complication of device insertion, in (B)(6) 2014, she experienced amenorrhoea and in (B)(6) 2014, she experienced dysmenorrhea (prior to essure insertion date). Discrepancy noted in insertion date as per mr: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative.. Diagnostic results: diagnostic testing done on (B)(6) 2015, showed that one of the essure coils migrated. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-oct-2021: mr received. Reporter information, product indication, lot number, concomitant medication, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 21-oct-2015. The most recent information was received on 21-oct-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the essure coils migrated') in an adult female patient who had essure (batch no. A78085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 and migraine. Concomitant products included diazepam (valium) since (B)(6) 2013 for procedural pain as well as medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), complication of device insertion ("my left side did not take it, so they had to redo on my left side"), procedural pain ("that alone was very painful"), dysmenorrhoea ("painful worst period, my periods are nightmare"), menstruation irregular ("never started my first period until (B)(6) 2014, my period is never predictable and I miss months"), amenorrhoea ("never started my first period until (B)(6) 2014, my period is never predictable and I miss months"), abdominal distension ("belly swells up like im pregnant"), abdominal pain ("severe pain on my left side and below where it hurts"), back pain ("back hurts"), migraine ("more migraines"), decreased appetite ("hard for me to eat"), pain ("live in pain, body axches, felt piercing outside my body like a knife at times"), mood altered ("too moody"), mood swings ("mood swings") and genital haemorrhage ("abnormal bleeding"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, menstruation irregular, amenorrhoea, abdominal distension, abdominal pain, back pain, migraine, decreased appetite, pain, mood altered and mood swings had not resolved and the complication of device insertion, procedural pain and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, amenorrhoea, back pain, complication of device insertion, decreased appetite, device dislocation, dysmenorrhoea, genital haemorrhage, menstruation irregular, migraine, mood altered, mood swings, pain and procedural pain to be related to essure. The reporter commented: patient was 35 years old at the time of reporting. She sought treatment for her symptoms, but her treating physicians were unable to resolve her symptoms. As per previous information, on (B)(6) 2013, the patient experienced complication of device insertion, in (B)(6) 2014, she experienced amenorrhoea and in (B)(6) 2014, she experienced dysmenorrhea (prior to essure insertion date). Discrepancy noted in insertion date as per mr: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Diagnostic results: diagnostic testing done on (B)(6) 2015, showed that one of the essure coils migrated. Lot number:a78085 manufacturing date: 2012-12 expiration date: 2015-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 21-oct-2015. The most recent information was received on 25-oct-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the essure coils migrated') in an adult female patient who had essure (batch no. A78085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 and migraine. Concomitant products included diazepam (valium) since (B)(6) 2013 for procedural pain as well as medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), complication of device insertion ("my left side did not take it, so they had to redo on my left side"), procedural pain ("that alone was very painful"), dysmenorrhoea ("painful worst period, my periods are nightmare"), menstruation irregular ("never started my first period until (B)(6) 2014, my period is never predictable and I miss months"), amenorrhoea ("never started my first period until (B)(6) 2014, my period is never predictable and I miss months"), abdominal distension ("belly swells up like im pregnant"), abdominal pain ("severe pain on my left side and below where it hurts"), back pain ("back hurts"), migraine ("more migraines"), decreased appetite ("hard for me to eat"), pain ("live in pain, body axches, felt piercing outside my body like a knife at times"), mood altered ("too moody"), mood swings ("mood swings") and genital haemorrhage ("abnormal bleeding"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, menstruation irregular, amenorrhoea, abdominal distension, abdominal pain, back pain, migraine, decreased appetite, pain, mood altered and mood swings had not resolved and the complication of device insertion, procedural pain and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, amenorrhoea, back pain, complication of device insertion, decreased appetite, device dislocation, dysmenorrhoea, genital haemorrhage, menstruation irregular, migraine, mood altered, mood swings, pain and procedural pain to be related to essure. The reporter commented: patient was 35 years old at the time of reporting. She sought treatment for her symptoms, but her treating physicians were unable to resolve her symptoms. As per previous information, on (B)(6) 2013, the patient experienced complication of device insertion, in (B)(6) 2014, she experienced amenorrhoea and in (B)(6) 2014, she experienced dysmenorrhea (prior to essure insertion date). Discrepancy noted in insertion date as per mr: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative.. Diagnostic results: diagnostic testing done on (B)(6) 2015, showed that one of the essure coils migrated. Lot number: a78085, manufacturing date: 2012-12, and expiration date: 2015-12-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"E" was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-oct-2015. The most recent information was received on 16-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure coils migrated") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 and migraine. Concomitant products included diazepam (valium) since (B)(6) 2013 for procedural pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), complication of device insertion ("my left side did not take it, so they had to redo on my left side"), procedural pain ("that alone was very painful"), dysmenorrhoea ("painful worst period, my periods are nightmare"), menstruation irregular ("never started my first period until (B)(6) 2014, my period is never predictable and I miss months"), amenorrhoea ("never started my first period until (B)(6) 2014, my period is never predictable and I miss months"), abdominal distension ("belly swells up like im pregnant"), abdominal pain ("severe pain on my left side and below where it hurts"), back pain ("back hurts"), migraine ("more migraines"), decreased appetite ("hard for me to eat"), pain ("live in pain, body aches, felt piercing outside my body like a knife at times"), mood altered ("too moody") and mood swings ("mood swings"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, dysmenorrhoea, menstruation irregular, amenorrhoea, abdominal distension, abdominal pain, back pain, migraine, decreased appetite, pain, mood altered and mood swings had not resolved and the complication of device insertion and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, amenorrhoea, back pain, complication of device insertion, decreased appetite, device dislocation, dysmenorrhoea, menstruation irregular, migraine, mood altered, mood swings, pain and procedural pain to be related to essure. The reporter commented: patient was (B)(6) years old at the time of reporting. She sought treatment for her symptoms, but her treating physicians were unable to resolve her symptoms. As per previous information, on (B)(6) 2013, the patient experienced complication of device insertion, in (B)(6) 2014, she experienced amenorrhoea and in (B)(6) 2014, she experienced dysmenorrhea (prior to essure insertion date). Diagnostic results: diagnostic testing done on (B)(6) 2015, showed that one of the essure coils migrated. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 16-oct-2018: legal complaint received: reporter information, patient¿s demographic information and lab data updated. Essure insertion date (B)(6) 2013 was updated to (B)(6) 2015. Events device dislocation was newly added. Case upgraded to legal and incident category. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.